Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing phrenic nerve stimulation. Upon device interrogation, it was noted the atrial lead failed to sense. X-ray revealed that the atrial lead was retracted to the superior vena cava; dislodged. On (B)(6) 2020, the atrial lead was repositioned and the patient was discharged. On (B)(6) 2020, patient presented again in the emergency room experiencing phrenic nerve stimulation. Upon review, it was noted the atrial lead was dislodged. Programming changes were made on the device. On (B)(6) 2020, the atrial lead was explanted and replaced. No patient consequences.